Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol on the date of explant. However, one device reset was recorded that had corrupted other timestamps. In the laboratory, the battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital with palpitations. When the device was checked, it was found to be at end of life (eol) battery status. At the device check in (B)(6) 2017 the remaining longevity was 1.5 years and the magnet rate was 100 bpm. Premature battery depletion was suspected since the device reached eol within six months. The device was explanted and replaced the following day. No additional adverse patient effects were reported.